Manufacturer narrative:
This lead was explanted during the same procedure (associated device replacement), due to increased shock impedance measurements first observed in 2016. Please note that the high shock impedance measurements associated with this lead were previously reported to dkma in 2016 (bsc ref: (B)(4)) no adverse patient effects were reported. Although the referenced lead was initially expected to be returned to bsc for laboratory analysis, it has later reported that the lead was discarded after explant.

Event description:
It was reported that this lead was replaced during an associated device replacement, due to increased impedance measurements. The lead was expected to be returned; however field follow-up confirmed the lead had been discarded.